Manufacturer narrative:
Reported event: an event regarding corrosion and abnormal ion level involving an involving an accolade stem that mated with a lfit v40 cocr head was reported. The event of corrosion was confirmed through evaluation of the provided medical records. The event of abnormal ion level was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: "on (B)(6) 2011 the patient underwent an uncomplicated tha. In 2018 the patient was evaluated and found to have a painful tha. A workup was initiated and per the revision surgeon's operative note she had significantly elevated serum metal ion levels. Intra-operatively a large cloudy effusion was encountered. Upon removal of the v-40 femoral head the surgeon remarked the there was a great deal of corrosion on the trunnion but he was able to "scrub it off" and leave the stem in place. The surgeon felt the cup was in a suboptimal vertical position. The cup was revised and a new liner placed. A sleeve and new head were implanted as well. It is confirmed that a revision tha surgery for pain and elevated serum metal ions and trunnionois occurred. No direct evidence for elevated serum metal ions was presented but the surgeon noted they were elevated in his operative report the root cause of the tha trunnionosis cannot be determined from the documentation provided. Should additional information become available I would be happy to further this assessment." -review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2011 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in her blood. Update as per medical review: "the surgeon felt the cup was in a suboptimal vertical position. The cup was revised and a new liner placed. A sleeve and new head were implanted as well."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2011 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in her blood.